Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed myopotential noise. Boston scientific technical services (ts) recommended inquiring with patient as there were no other noise episodes stored. Ts recommended routine follow-up.